Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach the first penumbra smart coil (smart coil) of the procedure using the handle. After 3 failed attempts to detach this smart coil using the handle, the physician opened a new handle and detach the smart coil with no issue. The procedure was completed using this new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage. The penumbra smart coil detachment handle (handle) nose cone inner diameter (ID) was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the handle was functional. The handle was tested using the handle test fixture and was found to be within specification. The ID of the handle¿s nose cone was measured and found to be within specification. The root cause of the smart coil not detaching during use with the handle could not be determined. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.